Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician successfully treated the lesion using a csi orbital atherectomy device (oad). An additional lesion needed to be treated, but the physician was having difficulty pulling the device back. While attempting to pull the device back proximally, the guide catheter prolapsed into the vessel and caused a dissection. The patient status started to decline and the patient coded. The oad was removed from the patient and multiple stents were delivered. An impella ventricular assist device was inserted into the patient at this point, but the patient was unable to recover and expired. Additional information was requested, but was denied by the facility.